Event description:
It was reported that the low voltage lead was capped due to an unknown product performance issue. No additional patient consequences were reported.

Manufacturer narrative:
Serial number, model number, lot number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, explant date, patient information and customer information are unknown since the serial number was unknown. Sus voluntary event report was received. Medwatch: mw5149153.